Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to advance the knot. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to a knot advancement issue, include, but not limited to, rail suture tensioned without distal advancement, with the knot pusher or non-rail suture is tensioned/advanced or incorrect tensioning angle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a proglide device after a diagnostic procedure using a 5f sheath. Reportedly, the knot failed to advance. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.